Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no capture was noted on the rv lead. Difficulty with venous access during lead implant was also noted. The lead was reprogrammed and then explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noted the patient experienced nerve and pocket stimulation. Low impedance was also noted in the bipolar configuration. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.